Manufacturer narrative:
(B)(4). Initial reporter email: (B)(6).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed/failed. [Test 1] was performed and passed/failed. [Test 2] was performed and passed/failed. [Test 3] was performed and passed/failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.